Manufacturer narrative:
H10: manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number to date. A device history record (DHR) review is not required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the extension leg clamp, dressing techniques, and cleaning the catheter. Therefore, the product labeling will be considered adequate. Investigation summary: one 19cm equistream d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a complete break in the extension tubing, as a complete circumferential break in the arterial extension leg approximately 3.2 ¿ 3.4 cm from the proximal end of the bifurcation was identified. The rest of the arterial extension leg and the red hub were missing. The red extension tubing appeared to be flattened and closed at the proximal end. The surface at the break cross-sections appeared to be rough and the edges of the break appeared to be jagged. The clamp on the arterial extension leg was evaluated and no deficiencies or abnormalities were identified. The clamp was compared to an in-lab sample and no appreciable differences between the in-lab sample and clamp on the returned sample were identified. Circumferential crease marks were observed on both extension legs and limited necking was observed in the extension legs at the crease marks. There were no leaks observed except from the break in the arterial extension leg. A complete circumferential break was also identified in the catheter shaft. The break edges appeared to be sharp and the break surface at the cross-section appeared to be smooth. The definitive root cause could not be determined based upon available information. The characteristics of the break in the extension leg are consistent with a break caused by clamping/crimping instruments/devices. Excessive forces applied to the catheter while in contact with sharp or rough edges may have contributed to the break in the extension leg. The characteristics of the complete break in the catheter shaft are consistent with a break caused by cutting with a sharp instrument. The catheter shaft may have been severed during or after device removal. H10: d4 (expiration date: 10/2019), g4 h11: h3, h6 (device code, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post dialysis catheter implant, during treatment, the piece of extension catheter attached to the red connector allegedly burst. It was further reported the catheter was removed and another catheter was placed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2019).

Event description:
It was reported that two days post dialysis catheter implant, during treatment, the piece of extension catheter attached to the red connector allegedly burst. It was further reported the catheter was removed and another catheter was placed. There was no reported patient injury.